Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed t-wave oversensing with no stored episodes and a noted loss of biventricular pacing therapy. Reprogramming was done and lead replacement was scheduled. It was later revealed from the manufacturing database that the lead was explanted and replaced. No patient complications were reported as a result of this event.